Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed.per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the staff took the pcu back from the ward, cleaned and plugged into power source. Upon plugging-in, there was a "spark and a bang." The staff member "felt a small shock" and "their index finger was zapped." The device was then isolated for investigation. The staff did not seek medical treatment immediately, but did go to the "gp" (general practitioner) for a check-up afterwards with no further issues reported. It was then reported that the hospital's building engineering and maintenance services (bems) performed their testing on the "power points and reported no faults found." It was also mentioned that "bts replaced power cord and performed electrical safety testing successfully" and the "old power cord was already disposed of." There was no reported patient involvement; however end user was involved. There was no harm.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation,d16 - conclusion not yet available. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that the staff took the pcu back from the ward, cleaned and plugged into power source. Upon plugging-in, there was a "spark and a bang." The staff member "felt a small shock" and "their index finger was zapped." The device was then isolated for investigation. The staff did not seek medical treatment immediately, but did go to the "gp" (general practitioner) for a check-up afterwards with no further issues reported. It was then reported that the hospital's building engineering and maintenance services (bems) performed their testing on the "power points and reported no faults found." It was also mentioned that "bts replaced power cord and performed electrical safety testing successfully" and the "old power cord was already disposed of." There was no reported patient involvement; however end user was involved. There was no harm.

Manufacturer narrative:
Correction: unique device identifier (UDI)#. Added pi to the unique device identifier (UDI)# field. Additional information: imdrf annex a,c,g codes, remedial action required, remedial action # and manufacturer narrative. Investigation summary: although the complaint of small electric shock was not confirmed, laboratory testing showed the event power cord was not properly grounded with physical inspection confirming an open mains ground condition. Even though the shock condition was not replicated, there is insufficient evidence to suggest that the shock that was reported occurred due to any other conditions other than a static discharge event. Extensive laboratory testing was performed by bd electrical engineering for patient touch and patient leakage current measurements. This testing ensures that no shock hazards exists due to the open mains ground that was observed. The leakage currents were measured against guideline iec 60101-1 which states the allowable values for leakage current are less than and equal to 100 microamp in normal condition and less than and equal to 500 microamp in single fault condition (open ground). Testing confirmed that all measured leakage currents were below 2 microamp therefore, no patient shock hazards exist due to the open ground condition. Physical inspection of the returned mains power cord did not confirm any signs of thermal damage to the male plug or female receptable. Laboratory testing showed the event power cord failed ground resistance testing. X-ray images also confirmed the ground wire (pcu end) of the power cord was separated. Inspection of the event power cord showed the casing around the ground pin (wall end) was cracked; however, this finding is not believed to be a contributing factor to the customer report. Inspection of the pcu showed no issues related to the reported event. There was no patient involvement reported. Root cause: the probable cause of the complaint of a small electric shock is being attributed to a static discharge event. The confirmed open mains ground condition did not discharge the static charge to ground. The root cause of the open ground was not determined. Note that imdrf annex a1301, a1801, a0401,g02017, g0204002, g02026, c0601, c07, d01, d15 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that the staff took the pcu back from the ward, cleaned and plugged into power source. Upon plugging-in, there was a "spark and a bang." The staff member "felt a small shock" and "their index finger was zapped." The device was then isolated for investigation. The staff did not seek medical treatment immediately, but did go to the "gp" (general practitioner) for a check-up afterwards with no further issues reported. It was then reported that the hospital's building engineering and maintenance services (bems) performed their testing on the "power points and reported no faults found." It was also mentioned that "bts replaced power cord and performed electrical safety testing successfully" and the "old power cord was already disposed of." There was no reported patient involvement; however end user was involved. There was no harm.